Manufacturer narrative:
The field service engineer determined there was a failure of the sample probe. The probe was replaced. The fluidic pathways for the sample and reagent probes were cleaned. The water rinse volumes were adjusted to be within specifications. Precision studies were successful. The customer ran calibration and controls; these were within laboratory guidelines.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 6000 c (501) module. The reporter also mentioned they were having ongoing quality control issues with three other tests on the analyzer. The sample was a 24 hour urine collection and initially resulted in a creatinine value of 420.6 mg/dl. The initial value was reported outside of the laboratory and questioned by a doctor. An aliquot of the sample was then tested at a reference laboratory on an unknown device, resulting in a creatinine value of 31 mg/dl. An aliquot of the sample was also repeated on the complained analyzer, resulting in a value of 26.8 mg/dl. The repeat values were deemed correct and the value of 31 mg/dl was reported outside of the laboratory. The creatinine reagent lot number was 59116701, with an expiration date of 31-jul-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were within range. There was no indication of a regent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.